Event description:
It was reported that the insulin pump has a bent cannula. Customer's blood glucose reading was between 400 and 500 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found sensor cannula bent, unable to confirm if the customer received in said condition due to the customer returned opened and used.